Manufacturer narrative:
Omsc received the following information from the user facility. - all of used device were connected to the ups (uninterruptible power supply) made by absolute power system. - the switch panel made by schneider eclectic was connected to the pendant made by medhiland. All of used device were connected to the ups via this pendant. Omsc received the following information from the manufacturer of the power unit. - because the user facility used the ups, the possibility that the malfunction occurred by the exogenous over-voltage is low. - there was no abnormality about each component of the power unit. - from the past data, the failure-ratio about the failure parts (the diode) has not irregularity. - the manufacturer of the power unit could not identify the root cause. The manufacturer of the power unit surmised that the diode was short-circuited accidentally by the voltage and/or the current from the product. There were no further details provided. If significant additional information is received, this report will be supplemented.

Manufacturer narrative:
The subjected device was returned to the service department of the overseas subsidiary of olympus for evaluation. This service department evaluated the device and found that the power unit of the subject device was not working. The fuse of this power unit was blown off. The subject device was not returned, but the power unit of the subject device was returned to olympus medical systems corp.(omsc) for evaluation. Omsc found that the power unit was not working. The power unit was returned to the manufacturer of the power unit for evaluation. An evaluation result has not been reported to omsc yet. Omsc checked the device history record of the subject device, and there was no irregularity found. The cv-190 instruction manual states the corresponding method when there is an abnormality in the endoscopic image. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
Olympus was informed the following. During the lower anterior resection, the subject device shut down. The facility replaced the subject device with a spare device and the procedure was completed. There was no report of the patient's injury regarding this event.

Manufacturer narrative:
Omsc received the following information from the manufacturer of the power unit. Because the diode was short-circuited, it is surmised that the power unit broke down, because the overvoltage supplied to the power unit. There were no further details provided. If significant additional information is received, this report will be supplemented.